Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 1 device(s) was/were functionally/visually inspected in the field. The device(s) was/were repaired and returned to use. Evaluation results findings (components/results) 1 device: chassis/frame / mechanical problem identified 5 devices are pending evaluation. Evaluation results findings (components/results) 5 devices: insufficient information / results pending completion of investigation there was no remedial action taken. This device is not labeled for single use.

Event description:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Events occurred between october 1-december 31, 2025. This report summarizes 6 malfunction event(s), where it was reported the device experienced inability to disengage the cot from the cot fastener. No adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
1 device was not evaluated, as a probable cause for the issue was identified during communication between the customer and stryker and no further assistance was requested by the customer. Evaluation results findings (components/results): 1 device: computer software/device migration. 4 devices that were pending evaluation was evaluated in the field and the issue was confirmed. The device was repaired on site and returned to service. Evaluation results findings (components/results): 1 device: chassis/frame/mechanical problem identified, 1 device: socket/mechanical problem identified, 1 device: cable, electrical/electrical/electronic component problem identified, 1 device: circuit board/electronic component problem identified.

Event description:
No new information.